Manufacturer narrative:
(B)(4). As it was a recent implant the device was programmed for detection only and therapy was not yet enabled.

Event description:
The patient crashed his atv on (B)(6) 2018; as a result his incision opened exposing the rns neurostimulator. Antibiotics were administered by the emergency room and the patient was referred to neurosurgery. The rns neurostimulator and leads were explanted on (B)(6) 2018. No infection was suspected; however cultures were taken and results are pending.